Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process . Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. A DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not fill, water stopped midway up fill tube, there was a failed circulation pump. System hours were 5000, requested a quote for 2000-hour service. Per sample evaluation results on (B)(6) 2024, it was determined that the ac cca card and power module has degraded due to electrical overstress and observed low/marginal flow.